Event description:
Customer reported that the pt experienced an extravasation of approximately 100ml that the injector system failed to detect. CT technician did not notice the extravasation during the time of injection, but noticed a lack of contrast in the CT images. An x-ray of the pt's left bicep area confirmed diffusion of contrast throughout the pt's upper arm. Pt's arm was elevated and warm compresses applied. Pt was monitored for 4 hours and was sent home.